Event description:
A complaint is received from a customer that reported that customer's elite system is giving erratic results. Customer reportedly took a blood sugar measurement at night when customer was not feeling well and got a result of 114 mg/dl. In the morning customer again tested blood sugar and received a result of 94 mg/dl. The customer reportedly began to vomit, repeated blood sugar and obtained a result of 486mg/dl. While on the phone an attempt was made to review the operation of the system. The customer reportedly wanted the meter replaced and was too ill to continue troubleshooting. At that time the call was inadvertently disconnected. A follow-up call was made and the spouse of the customer continued the eval. The results in the memory were reviewed and the initial 114 reading was recorded as 214 mg/dl. Also the spouse stated that of the 94 mg/dl reading customer did not take any insulin and the only result that made sense was the 486 mg/dl reading. A request was made to return the system for eval. In the meantime a replacement unit is being provided.

Event description:
A complaint was received from a customer that reported that their elite system is giving erratic results. Pt stated that they took a blood sugar measurement at night when pt was not feeling well and got a result of 114 mg/dl. In the morning pt again tested their blood sugar and received a result of 94 mg/dl. The customer stated that a pt began to vomit, repeated their blood sugar and obtained a result of 486mg/dl. While on the phone an attempt was made to review the operation of the system. The customer stated that they wanted the meter replaced and was too ill to continue trouble shooting. At that time the call was inadvertently disconnected. A follow-up call was made and the spouse of the customer continued the eval. The results in the memory were reviewed and the initial 114 reading was recorded as 214 mg/dl. Also the spouse stated that of the 94 mg/dl reading pt did not take any insulin and the only result that made sene was the 486 mg/dl reading. A request was made to return the system for eval. In the meantime a replacement unit is being provided.